Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported a subsequent procedure was performed, using this same navigation system, without issue. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy of approximately 3 millimeters superior. The alleged inaccuracy was noted midway through the procedure and confirmed on the tip of the patient's nose. The surgeon checked and confirmed accuracy in the beginning of the procedure, however, opted not to re-register the patient and continued using navigation throughout the procedure. The surgeon stated that they were accurate in certain areas of the anatomy, and inaccurate in others. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was reference frame movement by the user. The instructions for use (IFU) that accompanies the device contains the following warnings: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register. After patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating.